Event description:
Thepatient had no response with this cochlear implant at initial stimulation. A CT scan revealed that the electrode was in the mastoid in 2006 the patient underwent electrode revision surgery. The surgeon was successful in reinserting the electrode array. The patient remains implanted.